Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed signs of activation with blackening/ charring on the section of active tip that remains in the device and the loose section of the active tip that has been returned. Also, the ceramic displays signs of use with lots of scratch marks present. The distal portion of the active tip has fractured and become detached at the midpoint of the tip face. The complaint can be confirmed. It is not possible to determine what has caused this fracture to occur. There are no signs of misuse on the returned device to suspect excessive force has been used. The flow rate achieved, it is suggested that the tip did not become detached as a result of excessive temperatures generated due to the flow rate not functioning correctly during use. The remaining sections of the device successfully passed the electrical testing and flow rate testing. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that the active electrode was broken after 2 hours from start of the rotator cuff repair surgery on (B)(6) 2017. The surgeon found that the half of the active electrode which detached from the probe was displayed on the monitor when the surgeon used it in the joint. The surgeon suspected that the half of the active electrode part was detached when wiping water drops right before the surgeon noticed. It was brand new and the first use when the issue occurred. There was no surgical delay. The breakage occurred during the surgery. No photo is available. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. No information is available how the fragments were removed. No information is available how the procedure was completed. No information is available is any alternatives were readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned. No portion of the device remains in the patient no patient impact.